Manufacturer narrative:
Based on the information provided we are unable to determine a cause of the reported postoperative complication. As reported there was no ingrowth of tissue following implant. Patient medical conditions were not provided so it cannot be determined why the implant did not incorporate in the abdominal tissue. It is reported that the purple st (hydrogel) barrier side of the mesh was covering the bowel causing the obstruction one year post implant. A lot number was not provided. Without a lot number a review of the manufacturing records is not possible. Adhesion formation is listed in the adverse reaction section of the instructions-for-use as a possible complication. The information received is limited and as reported no additional information will be provided. At this time, no conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
It was reported that a patient, who had undergone placement of a ventrio st mesh approximately one year prior, presented with a bowel obstruction and underwent an emergency laparotomy. The surgeon reports that the "purple st barrier of a large mesh was covering the bowel, causing obstruction". As reported there was no ingrowth in the abdominal wall tissue. The reporting surgeon and the surgeon who performed the implant procedure are different surgeons. The reporting surgeon was unable to provide product identifiers.